Event description:
The physician used a wilson-cook quicksilver bipolar coagulation probe. During system preparation, the tip was intact. The device advanced through the accessory channel of the endoscope. At this time, it was noticed that the tip had detached from the device and remained inside the endoscope channe. The tip of the probe was removed from the suction compartment of the endoscope. An injury to the pt was not reported.